Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a clinic visit, it was noted on the remote transmission, that the patient had a few non sustained high rate episodes with pacing inhibition. Patient stated that the dog wears a shock bark collar and that sometimes they get very close. It was also noted that noise and electromagnetic interference (emi) has been seen on electrogram in the past. The right ventricular (rv) sensing was set tip to coil and patient will be monitored remotely. The lead remains in use. No patient complications have been reported as a result of this event.